Event description:
Journal reference: mckeon a, ahlskog je, matsutmoto jy, psychogenic tremor occurring after deep brain stimulation surgery for essential tremor. Neurology 2008; 70(16, pt2):1498-1499. We report a patient who developed psychogenic tremor after dbs surgery for et. A man with a family history of et had a 10 year history of postural and action tremor. Thalamic dbs implantation with bilateral implantation was undertaken. Initially, marked bilateral improvement in tremor control after ipg (kinetra, medtronic inc.) Activation was reported. However, over the next 5 months, a new, disabling tremor emerged in the right upper extremity, present with the ipg turned on or off, prompting further review. After assessment and reprogramming of the ipg, complete tremor control was achieved with the same stimulation parameters. Over the following 7 months, the pt required three ipg adjustments. Because of these inexplicable problems, the right upper extremity tremor was analyzed with a multichannel surface emg recording, while the ipg was turned on, revealing distractibility and variable frequency during time-frequency analysis. These findings were interpreted as consistent with psychogenic tremor disorder. Psychiatry and neuropsychology reviews were recommended, and the left stimulator was adjusted to the original settings. The pt did not return or respond to requests for follow-up.